Event description:
It was reported that the customer's insulin pump was not saving bolus deliveries. The customer's blood glucose was 322 mg/dl. The customer looked at the bolus memory of the insulin pump and saw that all the boluses were visible. It was stated that the bolus deliveries were not saved on the insulin pump when the customer was using the pump on their own. Advised customer to upload data in order to check. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.